Manufacturer narrative:
Investigation is ongoing.

Event description:
It was reported through the patient registry that three days post transapical tavr procedure, the patient expired. The hospital operative report indicated that prior to the deployment of the 23mm sapien valve the physician had performed a left prosthetic mastectomy and biopsy, due to chronic rupture of an aged silicone breast implant. The report indicated that the implant was completely resected with good surgical hemostasis. After the valve was deployed, a post deployment angiogram showed minimal central aortic insufficiency and no evidence of paravalvular leak. The patient tolerated the procedure well and was taken to the ccu in stable condition.

Manufacturer narrative:
The device was not returned for evaluation as there was no allegation of device malfunction. Review of the medical records indicated mild central regurgitation was noted on post procedure echo. Her post operative course was complicated by cardiogenic shock with severe rv dysfunction and multi-system organ failure. On pod1, the patient developed progressive shortness of breath and required reintubation. During the post deployment aortogram, the rca was not clearly seen due to poor opacification. Rv dysfunction was noted acutely and the differential diagnosis included right ventricular mi due to tavr induced rca occlusion vs. Pulmonary embolism. Hemodynamic and echocardiographic indicators were consistent with right ventricular dysfunction and the patient was started on inotropes. She maintained a cardiac index less than 2 and increasing volume loading was necessary to maintain satisfactory blood pressure. On pod2, she became progressively oliguric and an intra-aortic balloon pump was placed. Despite additional support, she continued to decline and developed metabolic acidosis with complete anuria. After consulting with the family, the medical teams and the family decided against dialysis. On pod3, she was made a dnr and she expired two days later. Per the instructions for use, valve regurgitation and coronary flow obstruction are potential adverse events associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to valve regurgitation including malposition of the valve, impingement of a leaflet due to the guide wire, over inflation of the deployment balloon, post dilation of the implanted valve, and slow recovery of adequate ventricular flow post valve deployment and rapid pacing. All of these factors have the potential to contribute to suboptimal coaptation of the sapien valve leaflets and cause central aortic insufficiency. Occasionally there are cases where the root cause of the regurgitation cannot be determined. The IFU cautions that the safety and effectiveness have not been established for patients with bulky calcified aortic valve leaflets in close proximity to coronary ostia. Coronary obstruction can result in myocardial ischemia or infarction due to obstruction of the coronary blood flow and may require intervention (e.g. Pci). There are multiple patient factors that could contribute to coronary obstruction by the prosthetic valve or native valve leaflets, including a minimal distance between the native annulus and the coronary ostia, bulky calcification, long native leaflets, and obliterated coronary sinuses. Procedural factors such as deployment of the bioprosthetic heart valve too aortic and significant valve over sizing could also contribute to this complication. The edwards thv training manuals advise the operator on pre-procedure assessment of the aortic valve, root, and coronary anatomy. Physicians are extensively trained by edwards before they are qualified to use the transcatheter heart valve (thv). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. Evaluation of the distance of the right and left coronary ostia from the aortic annulus in relation to the thv frame height is emphasized. The manuals advise that a shorter distance between the annulus and the coronary ostia increases the risk of occlusion. Increased risk of coronary occlusion can occur with distance less than 10mm for a 23mm valve and less than 11mm for a 26mm valve. Operators are instructed to use caution with: bulky calcification (> 4 mm thickness), severely obliterated sinuses of valsalva (sov <5 mm larger than stj), significant valve oversizing (= 4 mm). The training advises that patients that meet all three of these conditions should not be treated: (1) bulky leaflet calcification; (2) severely obliterated sov; and, (3) significant valve oversizing. The training manuals also provide the following tips for detecting risk for left main occlusion: (1) aortogram or tee prior to thv implantation to reveal bulky calcified leaflets; (2) during pre-dilatation, note bulky calcification on valve moving towards ostium on left main; and (3) consider aortogram during valvuloplasty. In this case, it is possible that an occlusion of the right coronary artery subsequently led to the patient¿s severe rv dysfunction which progressed to cardiogenic shock and eventually multi-organ failure. There was no allegation of device malfunction. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.